Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the system and performed a total service call. The cse replaced a cracked wash one lid sensor. A new reagent pack was loaded, and the system was recalibrated. A precision study of 20 replicates was performed which recovered acceptably. The patient sample was run three times and negative results were obtained. The cause of the elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt analyzer. The erroneous result was reported to the physician(s), who questioned the result. The same sample was repeated on an alternate advia centaur cp immunoassay system the same advia centaur xpt analyzer. The repeat results were lower than the erroneous result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.